Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user's test strip had a poor fill.

Event description:
Consumer reported complaint for low blood glucose test results. The customer's expected fasting blood glucose test result range is 70mg/dl-130mg/dl. The blood glucose testing is performed by the customer 3-4 times daily. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer is currently taking medication/insulin to manage diabetes. The customer stated had not any recent changes in diet, medication, or exercise. Customer also comparing to an alternate meter but results are not available. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 78 mg/dl and 59 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 09/17/2016 and open vial date is 3/24/2016. The meter memory was reviewed for previous test result history /date and time not set : 76mg/dl (B)(6) 2016 09:56 am fasting:yes; 68mg/dl (B)(6) 2016 09:52 am fasting:yes; 103mg/dl (B)(6) 2016 09:48 pm fasting:yes. Adverse event not reported.